Manufacturer narrative:
The insulin pump was received with a cracked case at display window corners, reservoir tube and battery tube threads. The insulin pump was received with minor scratches on the display window. No traces of moisture were noted at electronic or motor assemblies per visual inspection.

Event description:
It is reported that the patient's insulin pump has water under the screen. Patient's blood glucose level is 124mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.